Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) on the left eye (os) at 4 month post-operative exam. A brief description from the surgery center indicated there was an abrasion that was possibly due to trauma and induced the dlk symptoms. The patient¿s chief complaint was that of abrasion with blurry vision and commented on discomfort on the left eye. Topical steroid drops were increased and oral steroids (prednisolone) were prescribed to resolve symptoms. In addition, a lift and irrigation was performed. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -4.50 x -1.25 x 114, left eye pre-op 20/20 -5.00 x -1.25 x 38. Bcva from 10/25/2016 right eye post-op 20/20 .00 x .00 x 90 left eye post-op 20/70 .00 x .00 x 90